Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The collagen and suture were visible from the sheath tip and the anchor was exposed. A kink was also noted at the blood inlet holes of the assembly. Functional testing was performed by pulling on the exposed anchor to test deployment of the device. All internal components were able to be deployed properly. The complaint could be confirmed for a partial deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been subcutaneous deployment outside the artery resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the 6 french angio-seal used to close 5 french femoral access site via nt access sheath by medline. Ultrasound (us) was used, and it was determined that the vessel followed the 5-5-40 rule. There was calcium present in the groin but not within the 5mm. The charge nurse confirmed that the patient did have a large pannus which did contribute to some difficulty with initial access. The artery was located following manufacturer recommendations and the device was properly set. Physician confirmed he heard the audible first and second clicks, as well as felt them. White dash marks were also visibly confirmed. Operator pulled back to deploy, and the entire system came out of the patient. Manual pressure was immediately applied, and no hematomas formed. The anchor was plainly visible from the introducer sheath; however, the collagen was still encapsulated within the sheath. The patient was sent to recovery and did not exhibit any further complications from the malfunction of the angio-seal device. Manual pressure was successful.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: charge nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.